Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, it was difficult to attach the disposable hand piece to the motor drive unit. The motor drive unit started grinding when the hand piece stopped morcellating tissue, and the lights on the front of the unit were flashing. A second disposable hand piece was opened and connected, however the hand piece would not work. The procedure was completed vaginally with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The disposable hand piece turned clockwise/counter-clockwise at all speed levels. No grinding or light flashing was observed and alignment of the cpc connector was good. The unit passed the motor stall test and internal inspection found no loose hardware or electrical connections.